Event description:
During service the manufacturers field service engineer (fse) noted failure of the crossover circuit. The fse replaced solenoid 1 to correct the finding. Extended self testing and performance verification testing were completed and testing passed.

Manufacturer narrative:
Conclusion / root cause: the reported complaint of the crossover circuit test failed with code 3117 was not duplicated. No fault was found on the returned oxygen valve assembly and crossover solenoid. This report is being submitted as part of the remediation for CAPA (B)(4).